Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event (5) is detectable and preventable by handling device in accordance with the following IFU. Event(5):the detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope¿. Event(5):the prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burned tip cover. There was no patient involvement.